Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, prime test and excessive no delivery test. No excessive no delivery alarm. The device was programmed with multiple bolus deliveries and monitored. All boluses were delivered completely their indicated amounts and were properly recorded in the bolus history screen. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and cracked lcd window.

Event description:
Customer reported receiving no delivery alarms during the bolus. He stated that the insulin pump had never been exposed to water and that he had tried different cannula lengths. The blood glucose reading was 98 mg/dl. The insulin was not denatured or expired. The tubing was not bent or kinked. Customer stated that he had tried all remedies for the no delivery alarms. Nothing further was reported.